Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the log, it was confirmed that there were no errors in the settings and no record of any alarms related to flow rate accuracy. Visual, functional and accuracy tests were performed. The reported issue was not confirmed. The accuracy was within specification even though it was close to the upper limit of the standard. Since the accuracy was close to the upper limit of the standard, preventively adjusted the expulsor.

Event description:
It was reported that the flow rate error was 15%. The event occurred during infusion. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.